Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a thrombectomy procedure, the physician noticed the penumbra system ace 68 reperfusion catheter (ace 68) kinked upon removal from its packaging. The kinked ace 68 was found prior to use and therefore, it was not used in the procedure. The procedure was completed using a new ace 68.

Manufacturer narrative:
Please note the device is no longer available for return as mentioned in the initial MDR; therefore, the MDR was updated accordingly. The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Manufacturer narrative:
Please note that the following were incorrectly reported on the follow up #1 MFR report and is being corrected on this follow up #2 MFR report: device available for evaluation? (Do not send to FDA): corrected from no to yes. Device returned to manufacturer? Corrected from no to yes. Device evaluated by manufacturer? Corrected from no to yes. (B)(4). Returned to manufacturer on (06/16/2017) results: the ace 68 was kinked approximately 59.0 cm from the hub. Conclusions: evaluation of the returned ace 68 revealed a kink in the catheter¿s mid-shaft. This damage typically occurs when the ace 68 is forcefully withdrawn from the packaging prior to removing the tubing tray. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.